Manufacturer narrative:
Product ID: 3889-28, lot# va0vhzu, implanted: (B)(6) 2015, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
The consumer reported that the patient had a sudden change in therapy and urinary frequency in (B)(6) 2015. No trauma or falls were related to the issue and the issue was not related to positional movement. The patient increased stimulation from 0.5v to 0.6v and would monitor their symptoms for improvement. If no improvement, they would increase further. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.